Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 473 mg/dl. The customer delivered 7 units of insulin to treat her high blood glucose level. She declined high blood glucose level troubleshooting. The device was not returned.